Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the rel ationship between this device and the cause for this event. A device history record review could not be performed because the lot number is unknown. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported: there was a hole in the tubing.

Manufacturer narrative:
Submit date 2/20/17.

Event description:
Customer reported: there was a hole in the tubing.